Event description:
It was reported that during a lap lobectomy, an error was displayed and the device became not to be activated. The error message was unknown. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was an error was displayed and the device became not to be activated. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.